Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose and a faulty infusion set. The customer's blood glucose level was 24.1 mmol/l. The customer stated that the insulin flow blocked an alarm that reoccurred. The customer was unable to troubleshoot at the time of call. The customer was advised to call next time the incident occurs.